Event description:
New information received notes that programming changes were made. The patient's condition was stable and asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, undersensing issue was observed on the device. Programming changes were suggested.